Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 36 mg/dl. The suspected cause of the low bg was due to the customer requiring adjustments to the settings on the pump. Customer's husband gave the customer glucagon to address the low bg, and customer was treated with intravenous fluids of insulin and saline in the ER. Customer was released later the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set. Customer also met with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.